Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of extension sets leaked. The event occurs after the user attached the extension tubing to the patient¿s peripheral IV (catheter hub). The IV tubing separates from the catheter hub and subsequently leaks at the separation of the connectors. This leak would then prevent the full volume of medication from being infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample packaging was provided for evaluation. The returned photograph was reviewed, and it was noted that the picture was of the labeling on the packaging. The photograph could not refute or verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.